Event description:
Procedure: pneumonectomy. According to the reporter: the patient expired post operatively as a result of a failed staple line. Additional information has been requested.

Manufacturer narrative:
(B)(4).